Event description:
Same case as MFR report #: 2939204-2010-01010. It was reported that during a stenting treatment procedure, a stent was damaged and explanted and patient complications occurred. Two lesions were located in the left main stem artery (lms) and the left anterior descending artery (lad). A 4.0x12mm promus element stent was advanced to the lesion in the lms and deployed at 16 atms for 5-10 seconds. The lesion was post-dilated with a 4.0x9mm unknown balloon that was inflated to 20 atms. It was noted that the physician did not think that the stent had deployed "particularly well." An unknown stent was advanced through the lms to the lad and was successfully deployed although resistance was noted advancing through the distal section of the previously implanted promus element stent. Ivus revealed poor deployment of the distal end of the 4.0x12mm promus element stent in the lms. Another 4.0x9mm unknown balloon was inflated to 20 atms to post-dilate the stent. Friction was again noted at the distal end of the stent. The physician attempted to again use ivus, but the catheter would not cross the lesion. Due to the resistance the ivus catheter and the non bsc guide wire were removed together. The 4.0x12mm promus element stent was explanted and found badly damaged and attached to the non bsc guide wire. The patient was reported to be in cardiogenic shock. The procedure was completed with a different device. No further patient complications were reported. Additional information was requested but is not available. This product is only ous approved, but it is similar to an approved united states device.

Event description:
Same case as MFR report #: 2939204-2010-01010. It was reported that during a stenting treatment procedure, a stent was damaged and explanted and patient complications occurred. Two lesions were located in the left main stem artery (lms) and the left anterior descending artery (lad). A 4.0x12mm promus element stent was advanced to the lesion in the lms and deployed at 16 atms for 5-10 seconds. The lesion was post-dilated with a 4.0x9mm unknown balloon that was inflated to 20 atms. It was noted that the physician did not think that the stent had deployed "particularly well." An unknown stent was advanced through the lms to the lad and was successfully deployed although resistance was noted advancing through the distal section of the previously implanted promus element stent. Ivus revealed poor deployment of the distal end of the 4.0x12mm promus element stent in the lms. Another 4.0x9mm unknown balloon was inflated to 20 atms to post-dilate the stent. Friction was again noted at the distal end of the stent. The physician attempted to again use ivus, but the catheter would not cross the lesion. Due to the resistance the ivus catheter and the non bsc guide wire were removed together. The 4.0x12mm promus element stent was explanted and found badly damaged and attached to the non bsc guide wire. The patient was reported to be in cardiogenic shock. The procedure was completed with a different device. No further patient complications were reported. Additional information was requested but is not available. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
The device was not returned to the investigation site; however, photographs were taken by the physician and forwarded to boston scientific corporation. 4 photographs were made available in total. The first photograph shows approximately 8 cm of the distal section of a catheter, loaded onto a guidewire. A stent is attached at one end to either the guidewire or the catheter. The catheter, on the guidewire is distal to the promus element stent. The stent is damaged along its entire length and the stent rows are stretched/ elongated. Solidified blood was present on the stent, therefore indicating the device had been used in vivo. The second photograph also shows approximately 8 cm of the distal section of a catheter as in photograph 1, and it also shows the proximal end of the catheter. Solidified blood was present on the outer surface of the catheter. The third photograph also shows the proximal end of the catheter with other sections of a guidewire and catheter shaft present in the image. The fourth photograph also shows both the proximal end of the catheter and the distal section of this device loaded onto a guidewire. A stent is attached at one end to either the guidewire or the catheter. From these photographs it would support that the stent is damaged along its entire length and the stent rows are stretched/ elongated. It is not possible to identify any of the stent fracture sites from the photograph. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2939204-2010-01010. It was reported that during a stenting treatment procedure, a stent was damaged and explanted and patient complications occurred. Two lesions were located in the left main stem artery (lms) and the left anterior descending artery (lad). A 4.0x12 mm promus element stent was advanced to the lesion in the lms and deployed at 16 atms for 5-10 seconds. The lesion was post-dilated with a 4.0x9 mm unknown balloon that was inflated to 20 atms. It was noted that the physician did not think that the stent had deployed "particularly well". An unknown stent was advanced through the lms to the lad and was successfully deployed although resistance was noted advancing through the distal section of the previously implanted promus element stent. Ivus revealed poor deployment of the distal end of the 4.0x12 mm promus element stent in the lms. Another 4.0x9mm unknown balloon was inflated to 20 atms to post-dilate the stent. Friction was again noted at the distal end of the stent. The physician attempted to again use ivus, but the catheter would not cross the lesion. Due to the resistance the ivus catheter and the non bsc guide wire were removed together. The 4.0x12 mm promus element stent was explanted and found badly damaged and attached to the non bsc guide wire. The patient was reported to be in cardiogenic shock. The procedure was completed with a different device. No further patient complications were reported. Additional information was requested but is not available. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Age at time of event - 18 years or older. Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was returned attached to a guidewire (gw) that was looped through the struts at one end of the stent. The gw was loaded through the distal end of the imaging catheter at the guidewire exit port. The stent struts were damaged and expanded throughout its entire length. The stent struts at one end of the stent were bunched at the point the stent was attached to the gw. There were no stent break or fracture sites identified. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).